Manufacturer narrative:
Additional information: the following field was updated per additional information received: h6. Investigation ¿ while the catalog and lot numbers are unknown the device was described as a birds nest filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated, failure of anticoagulant therapy in thromboembolic diseases, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced, prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. A document review was initiated as a response to this event. A review of the device history record for non-conformances was not possible due to the lot number not being provided. A search for complaints on the same lot was not possible due to the lot number not being provided. The device is shipped with the instructions for use (IFU), which lists perforation and filter fracture as a potential adverse events. Additionally, the IFU states, ¿if filter migration occurs, transcatheter retrieval of the filter is not recommended.¿ it is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. While a true cause cannot be established, the conclusion of this investigation that the event is a known inherent risk of the device as the IFU states that filter fracture, and vena cava wall perforation are a known potential complication of vena cava filters. Risk benefit analysis was completed to assess the benefit; risk ratio of the bird's nest filter. The rba states that "it is the opinion of cook inc. That the medical benefits of the bird's nest filter outweigh the residual risks to the patient. It is expected that some patients with indwelling ivc filters may still experience pulmonary emboli (though not necessarily fatal emboli). A literature search for relevant clinical studies suggests that pe rate of 1 to 2 percent in patients with indwelling ivc filters; in the bird's nest filter clinical study upon which the FDA approval was based, 1% of patients with a bird's nest filter experienced pe. The rates of pe reflected in our complaints data is significantly below the expected rate of pe. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via right common femoral vein due to immobilization (per implant operative report). It is alleged that the complaint device fractured and the patient was injured without further explanation. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2016, ¿foreign body of unknown type within the ivc. This appears to be a metallic wire like object. It is not a typical vena cava filter.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿ivc filter: tilted to the right: apex touching the wall: apex is touching the right lateral wall.¿ ¿the main body of the filter is approximately 3 cm below the renal veins. ¿distal perforated strut, left of the midline abutting the posterior wall of the distal abdominal aorta.¿ ¿several fractured struts, migrated into the right common iliac vein and several struts just below the level of the renal veins, above the main filter.¿ ¿stenosis of ivc: moderate.¿